Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2016, a (B)(6) patient with acute lymphatic leukemia generated cell-dyn sapphire wbc of 0.77 10e9/l and absolute neutrophil count of 0.74 10e9/l. On the basis of this result, a chemotherapy regimen was started using cyclofosfamide. On (B)(6) 2016, the patient generated cell-dyn sapphire wbc of 1.0 10e9/l, absolute neutrophil count of 0.0 10e9/l and absolute lymphocyte count of 1.0 10e9/l. In retrospect, the data from (B)(6) 2016 was reviewed showing an initial cell-dyn sapphire run with wbc 0.735 10e9/l, neutrophil 7%, lymphocytes 88% results which were not reported outside the laboratory. The sample was rerun a second time with wbc 0.774 10e9/l, neutrophils 96%, lymphocytes 3% results which were reported out of the lab. It was concluded that the reported absolute neutrophil count of 0.74 10e9/l was incorrect and was most likely 0.0 10e9/l and the chemotherapy was considered unnecessary. At this time, the patient does not have a neutropenic fever. The patient will be returning to the account for several extra visits to control the wbc differential.

Manufacturer narrative:
The evaluation included review of submitted data, product historical data and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. No customer returns were available for evaluation. Review of the complaint information and submitted data found the following: service visit on june 2, 2016 found a leaking air cylinder in the optical flow cell assembly. The leaking air cylinder may have blocked the light going to the flowcell which may have changed the light flowing to the flow cell, therefore, causing misclassification of the wbc subpopulations. Service replaced the worn out from normal use air cylinder in the flowcell assembly. The replacement of the air cylinder, alignment of the optical bench, and verification, resolved the issue. Although the cell-dyn sapphire operator's manual recommends that abnormal results be verified by smear review, per the customer's lab procedure, a smear review is not required if the patient has a known issue and if the initial and repeat run results correlate. In addition, the lab procedure is to report the repeat result if it correlated with the initial result. However, in this case, the customer failed to notice the discrepancy between the initial and repeat results for neu and lym. A use error issue was identified for the complaint incident for failing to see that the wbc differential results did not actually correlate which would have required further verification before reporting out of the lab. As stated in the cell-dyn sapphire system operator's manual, section 3, principles of operation, under "dispersional data alerts": it is suggested that one patient limit set be used to enter instrument-specific laboratory action limits. If the interpretive report option is enabled, the interpretive messages, such as leukocytosis, anemia, thrombocytopenia, etc., will be displayed when a result falls outside the appropriate limit. A result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a stained blood film review or notifying the physician. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result. Section 7, operational precautions and limitations, of the cell-dyn sapphire operator's manual, provides more information under "interfering substances and conditions" and "limitation of result interpretations": the cell-dyn sapphire has been validated for its intended use. However, error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained on the cell-dyn sapphire must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. In section 10, troubleshooting and diagnostics, the manual provides the cell-dyn sapphire operator with basic troubleshooting techniques and tools. Based on available information and submitted data, the complaint incident was instrument-specific to serial number (B)(4), requiring service troubleshooting. Use-error was identified and the product labeling was reviewed and found to be adequate. A product deficiency was not identified for the cell-dyn sapphire analyzer.